Event description:
Physician reported the removal and replacement of an sa40n intraocular lens due to the pt's complaint of glare, poor distance vision and dizziness. Glare is identified as a product risk in the product labeling. No add'l info available.